Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she had differences between sensor glucose and blood glucose readings. Customer's sensor glucose was 59 mg/dl and her blood glucose was 179 mg/dl. Customer also had a threshold suspend alarm. Customer did not know that she turned off the sensor and she turned it back on. Customer stated that her numbers are off. Customer declined troubleshooting. Customer will be sent a replacement sensor.